Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported a death occurred. In august 2014 a 30mm watchman¿ laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. It was reported that the patient died at home in november 2014. Per the site, the general physician stated that the patient most likely died due to terminal heart insufficiency and terminal renal insufficiency. However, the general physician did not see the patient. A death certificate is not available; the cause of death is unknown.